Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the second culture test, performed at the third-party labs: sampling date: mar 13, 2024 sampling from: distal end cfu: no detection bacterial identification: n/a sampling from: biopsy channel (ch)/suction ch cfu: 0cfu bacterial identification: n/a sampling from: air/water-ch cfu: 0cfu bacterial identification: n/a sampling from: auxiliary water ch cfu: 0cfu bacterial identification: n/a as the second culture resulted in a negative, no additional evaluation was completed and the device was returned to the customer. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the device arriving at the customer facility wet after repair could not be determined, however, the issue was likely the result of improper channel drying. Additionally, growth of microorganisms were found through culture testing by olympus after reprocessing. However, when olympus performed a second culture test after reprocessing in accordance with instructions for use (IFU), the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the colonovideoscope was received wet from the repair center with water in the device. During installation, the colonovideoscope tested positive for 17 colony forming units (cfus) of pantoea agglomerans in air water channel. The distal end unit, instrument/biopsy/suction channel and auxiliary channel were also sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.